Manufacturer narrative:
Stryker informed the customer that their device is not repairable. Stryker recommended the customer remove the device from service and a replacement device be obtained. The device was not returned for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device does not power on. There was no patient involvement reported with the event.